Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received two appropriate treatments. The device was started up at 16:59:43 on (B)(6) 2023. At 20:25:25, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 20:26:32, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 20:27:09, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. The device was shut down at 21:01:50 on (B)(6) 2023.